Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a stent damage occurred. Vascular access site was obtained via femoral artery. The 20mm long target lesion was located in the moderately calcified and moderately tortuous left circumflex artery. The lesion was noted to have a significant bend >45 and <90 degrees. Pre-dilation was performed. The 3.00mm x 20mm liberté stent was unable to cross the lesion; damage to the struts of the stent occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a stent damage occurred. Vascular access site was obtained via femoral artery. The 20mm long target lesion was located in the moderately calcified and moderately tortuous left circumflex artery. The lesion was noted to have a significant bend >45 and <90 degrees. Pre-dilation was performed. The 3.00mm x 20mm liberté stent was unable to cross the lesion; damage to the struts of the stent occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device lot number corrected from 14955199 to 15582433. Device expiration date corrected from 01/12/2015 to 10/04/2015. Device manufactured date corrected from 01/17/2012 to 10/08/2012. Device evaluated by MFR.: the complaint device was received with blood in the wire lumen. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were several bent and flared stent struts on the first three proximal rows of the stent. There was no damage to the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).